Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported even were found. Root cause was unable to be determined. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Patient noted pain on unspecified date, workup consisted of metal ion analysis and mir with abnormal results. The complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a right hip revision approximately twelve years post implantation due to pain, elevated ion levels and metal related pathology. The head component was removed and replaced with no complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01341. D10: cat #: 157448 / m2a-magnum mod hd sz 48mm /lot #: 937450. Cat #: 103206 / taperloc por fmrl 12.5x145 / lot #: 930840. Cat #: 139254 / m2a-magnum 42-50mm tpr insrt-3 / lot #: 937870. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.